Event description:
The customer reported that alarms were toggling from on to off intermittently for arrhythmia measurements. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported that alarms were toggling from on to off intermittently for arrhythmia measurements. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.